Manufacturer narrative:
This device used for treatment and not diagnosis. The electric pen drive has been dismantled and checked for functioning. The investigation has shown that the motor and the control unit are defective; heavy residues of detergents were found. The review of the manufacturing documents revealed that this epd was manufactured in june 2011 according to the specifications. Based on these findings we conclude that the epd failed due to a wrong handling during the reprocessing procedure. This article was manufactured according to the specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes dzi, erl, hbe. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure on an unknown date, an electric pend drive (epd) was malfunctioning. Reportedly, at the moment of connection with the cable, the engine immediately starts to run. This is report 1 of 1 for complaint (B)(4).